Manufacturer narrative:
The device was not returned to bd for evaluation. Videos are photos were provided and reviewed. The investigation is confirmed for failure to deploy and fracture. Based on the information provided, the definitive root cause is unknown. The device is labeled for single use. The catalog number identified has not been cleared in the us, but is similar to the fluency endovascular stent graft products that are cleared in the us. The pro code for the fluency endovascular stent graft products is identified.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model fvl12080 vascular stent graft allegedly experienced failure to deploy and fracture. This information was received from one source. This malfunction did involve a patient with no patient injury. The patient was a (B)(6) year old female and the weight was not reported.